Event description:
While transferring a pt, the pins on the arm assembly allegedly dislodged causing the pt to fall. As a result of the incident, the pt sustained hematoma to the left temple and fracture of the right femur.